Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p50j there was an issue with foreign matter on the product.

Event description:
It was reported with the use of the bd phaseal¿ protector p50j there was an issue with foreign matter on the product.

Manufacturer narrative:
Investigation summary: one sample was returned for investigation by our quality engineer team. Visual inspection revealed a small particle on the product. Characterization testing was performed and identified the particle to consist of polypropylene, a material used in the manufacturing of phaseal devices. A device history record review did not reveal any quality issues during the production of lot number 1804126 that may have contributed to the reported incident. Phaseal products are manufactured in a clean room. All individuals are required to follow proper gowning procedures before entering the room. We perform routine inspections and clearly defined cleaning procedures after production of each lot. A project was recently initiated to improve cleaning of our manufacturing machines. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. The sample was analyzed using ftir. It is confirmed that is polypropylene which is the material use in phaseal devices. The fm found is the same material used in phaseal. It may be a small burr that finally broke off. In fy¿18 a project was open to improve cleaning of the assembly machines (#1436). The lot was manufactured during the implementation of the improvements, which included personnel training.